Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01262. It was reported that stent malposition occurred. A mildly tortuous, severely calcified target lesion was located at the proximal left anterior descending artery. After pre-dilation was performed with a balloon catheter, a 3.00 x 38 synergy drug eluting stent was deployed to treat the lesion. Subsequently a 2.0 mm rotalink¿ plus was selected for use. However, on the first ablation at 180,000 rpm, the burr got stuck at the middle of the stent. It was suspected that the stent had not been expanded completely. The burr was released with dynaglide and was removed from the patient. Post dilation was performed with an unknown balloon catheter. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.